Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the pump stopped working. Customer is using manual injections currently. No harm requiring medical interventions were reported. The pump will not be returned for analysis.